Event description:
During a follow-up in-clinic, noise resulting in oversensing due to electromagnetic interference (emi) was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.